Event description:
It was alleged that during use on a pt a freeflow occurred when the pump was on hold or off. It was noted that medical intervention was administered to the pt. The nature of the intervention was not disclosed.